Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D4: additional device information correction. D10: device availability additional. H2: follow up type additional/ device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.